Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the MFR for evaluation. The lot of the suspect device was not identified, therefore, the MFR cannot determine the suspect device. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications. MFR date for lot w05j0736 is 10/13/2005; MFR date for lot w05l1007 is 11/22/2005. In addition, this part is not approved for use in the united states; however, a like device catalog # 86745540, was cleared in the united states.

Event description:
It was reported that the pt underwent a plf at l2/4 to implant posterior fixation. The screw at left l2 was found broken post op. The pt complained of pain due to compression fractures at l1 and l2. The fracture reportedly compressed spinal cord. The surgeon believes that the complication is not related to the implants. The revision surgery was performed approx two years post op. L2/3/4 set screws reportedly were removed.